Manufacturer narrative:
The reported event of device deformity could not be confirmed. One photo was received from the field, which appeared to show an occluder deployed in a cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(B)(6), 2021 a 10 mm amplatzer septal occluder ( batch# 7176250) was chosen for procedure. During procedure, the user reported the occluder presenting in a "cobra" shape while inside the patient. The physician exchanged the device with a new amplatzer septal occluder, 12mm. Although no patient consequences were reported, the event did cause a clinically significant delay of a report one hour.